Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage (screen unresponsive) was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet display progressively faded and then became completely blank, with no response even when placed on a charger, consistent with a screen/display failure of the user interface hardware. Symptoms included hyperglycemia with a reported blood glucose up to 400 mg/dl for several hours. Outcomes included patient-managed correction using a back-up medtronic pump without medical intervention or hospitalization. Investigation included collection of event details, request for device return, and data synchronization instructions and inspection of the returned device. Investigation of this device revealed a malfunction of the display component resulting in an unresponsive screen, which impeded user interaction and contributed to the hyperglycemic excursion. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the display/user interface.